Manufacturer narrative:
(B)(4). Approximate age of device: 9 months. Additional information was requested but has not been provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The cause of expiration was reported as failure to thrive. The patient had not been getting any better and decided to do home hospice. This was the patient's second lvad and was showing signs of clotting off again. The pump will not be returning for evaluation. Additional information was requested but has not been provided.

Manufacturer narrative:
Additional information. A correlation between the device and the reported elevated lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase (ldh) level had increased, causing concern for pump thrombosis; however, a ramp study and echocardiogram was performed and no issue was observed. It was believed that the patient's ldh level had increased because the patient had a large amount of kidney stones that could not be removed and was causing an infection. The doctor believed that the patient was at risk of thrombus, but thrombus was never observed. The death was reportedly not device-related.